Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that during deployment, the physician pushed on the delivery catheter system (dcs) and the wire, per usual process, and as the valve was about to be released, the patient's pressure dropped. The patient was placed on cardiopulmonary bypass (cpb), the case switched to an open procedure, and cardiopulmonary resuscitation (CPR) was performed. The physician did not attribute the dissection to the valve but rather the movement of calcium released in the annulus that tore the fragile tissue in the aortic sinus. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via right femoral access with previous bilateral femoral stents, the patient died during the procedure due to an aortic dissection. A closure device was used prior to noting the injury. No autopsy was reported. The physician did not attribute the dissection to the delivery catheter system (dcs).